Event description:
It was reported that premature battery depletion is suspected. During explant a stripped set screw was noted. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly could not be verified in the laboratory. The rv ring set screw was missing and the other cavities contained body fluid and septum material. The reported field event of battery depletion could not be confirmed in the laboratory. The device was tested on the bench and analysis found that the longevity estimations were normal. This device tested normally and no anomalies were found.